Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-00499. The pt (B)(6) was implanted with three percutaneous leads from two lots. It was reported the pt's therapy system was explanted due to lack of efficacy. In addition, the pt reported experiencing a sharp pulling sensation in his back. Efforts to address these issues via reprogramming proved unsuccessful. Going forward, the pt will reportedly utilize medication to manage his pain.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.